Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her daughter was not receiving insulin due to which she experienced vomiting and high blood glucose level reported to be 320 mg/dl - 326 mg/dl, at the time of incident. She also had positive results in her ketones test. Even after treating her with a bolus via pump, her blood glucose level remained the same or decreased by ten units and then, she was given bolus again. Thereafter, the patient's mother pulled out the infusion set and saw that the cannula was bent. On (B)(6) 2019 at 11 pm, the patient was subsequently admitted to the intensive care unit for diabetic ketoacidosis with blood glucose level between 320 mg/dl and 326 mg/dl. As corrective treatment, she received insulin shots and intravenous fluids. On (B)(6) 2019, the patient was still reported to be in the intensive care unit for diabetic ketoacidosis. The infusion was last changed on (B)(6) 2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.